Event description:
Procedure type: breast reconstruction. According to the reporter: needle tip broke off. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of more than 500cc or more. Surgery time was not delayed by more than 30 minutes. A device fragment fel into the patient. They could not find the tip of the needle. Unknown if device was left in patient. They didn't realize the needle tip had broken off until the needle driver was passed back to the scrub nurse.

Manufacturer narrative:
(B)(4). Date of initial report sent: 07/18/2014.